Manufacturer narrative:
Integra has completed their internal investigation on may 12, 2017. Results: evaluation of returned device; unable to understand the complaint or verify a power issue to explain ¿difficult to action¿. Thumb switch functions correctly and the hand piece passed function and electrical tests. During the evaluation was found one of the tabs on the motor to have a slight bend, although the motor passed inspection engineer recommends motor replacement to avoid connection issue or motor failure in the future. The oil impregnated bearings and hub are dry but this is normal wear. 3.9 years old with no history of repair. Confirmed damage to the head assembly that could cause graft issues but the stated complaint does not include this failure. The oscillating pin was found with minor surface damage at the contact point with the blade and was bent in the wrong direction. Blade bed of the head assembly has major scratches around the pin hole with a few dents around the lip of the hole. Inside the head and on the surface of the handle was found a mixture of bronze from the blade grommet and unknown substance. It appears the head was never removed from the handle during the cleaning process. Internal handle assemblies passed inspection but are worn from use. Recommend pm service with head and drive shaft replacement, motor should also be replaced to avoid future issues. Excessive time in service, 3.9 years. DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Complaints history; a two year lookback for this reported failure and or related to "loosing oil " for product ID 3539700 shows that 3 complaints were received including this case, see below. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: the reason for return is not fully understood, unsure what part the end-user is referring to when describing the complaint as ¿losing oil at pivot point and is difficult to action. The handle passed all function tests, internal assemblies are worn but this unit is almost 4 years old without a pm service. Major damage was found to the head and oscillating pin, the pin was bent forward and not within calibration specs. Head assembly damage includes major scratches on the blade bed and a few dents around the lip of the pin hole. Major substance build up inside the head, it¿s believed the head was never removed from the head for cleaning. Head damage most likely due to improper or over-use of the blade, end-user damage.

Event description:
It was reported that the device is loosing oil at pivot point and is difficult to action. No patient involvement.